Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl. Sensor glucose level at the triggered suspend event was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 80 mg/dl. Threshold and low suspend limit in sensor settings was 80 mg/dl. The sensor will be returned for analysis.